Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A relative of the patient reported the patient passed away. The reporter inquired if the device was a part of the recall. It was confirmed the device was included in the recall. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
This device was manufactured 01/28/2011 which is prior to UDI requirement implementation. This device does not have a UDI and no UDI will be listed in this report.

Manufacturer narrative:
The manufacturer previously reported information in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A relative of the patient reported the patient passed away. The reporter inquired if the device was a part of the recall. It was confirmed the device was included in the recall. Multiple good faith efforts have been made to obtain additional information, without customer response. A final report is being submitted. The device has not yet been returned to the manufacturer for evaluation. If any additional information is received, a follow-up report will be filed. Please note: the product associated with this complaint was not returned to the manufacturer. However CAPA pr 7211 documents the investigation into similar complaints, correction/removal activities have been initiated (refer to h.9), and complaint code trending is reviewed on a periodic basis to evaluate field quality performance, and as an input to risk management activities. Should additional information be received, a supplemental report will be filed." Updated: evaluation method code updated. Evaluation results code updated. Conclusion code updated.